Manufacturer narrative:
According to the dealer who sold the lifter to the client, a hammock sling was recommended, but the client insisted on having a walking sling. An investigation is currently in progress. A lot of information is missing and not available to the manufacturer in order to evaluate what exactly occurred.

Event description:
The manufacturer was informed of a death that occurred in a private home. The following information was provided: the client was semi-paraplegic; he could get around by himself without a wheelchair. The family found the client deceased, hanging from a sling in the bathroom. The family was not aware the client possessed a patient lift. The lifter was installed seven days prior to the date the manufacturer was advised of the event. The rail and the lift were not the cause of the accident. According to the police sergeant, the first report revealed "the man wasn't positioned correctly in the walking sling, that the patient slid into the sling in a manner where he found himself stuck, and this position probably prevented blood circulation." It has not been confirmed the exact date the event occurred.